Event description:
Patient reported suspicion of left side capsular contracture, baker grade unknown, and "three days after surgery, patient felt a liquid and when was to remove the stitches, 8 days after surgery, leaked everything and had seroma, treated and then had nothing else.10 days ago patient has started feeling a lot of pain in his left breast. Patient has already taken painkiller twice, it is as if the pain went to the arm." Patient reported "benign-looking calcifications", "when performing the imaging exams, patient was informed that what was inside the device was not seen in any other prosthesis", "magnetic resonance result found a rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported suspicion of left side capsular contracture, baker grade unknown, and "three days after surgery, patient felt a liquid and when was to remove the stitches, 8 days after surgery, leaked everything and had seroma, treated and then had nothing else. 10 days ago patient has started feeling a lot of pain in his left breast. Patient has already taken painkiller twice, it is as if the pain went to the arm." The device remains implanted.